Event description:
Customer reported her insulin pump was making an obnoxious rattling noise. The customer believed something was loose on the inside of her insulin pump. The customer's blood glucose was 172 mg/dl. The customer could not recall how the damage had occurred. The customer's drive support cap appeared to be normal. The insulin pump also passed the self test and displacement test. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.